Event description:
On (B)(6) 2020, noise was detected via hm. On (B)(6) 2020 the lead was explanted and replaced.

Manufacturer narrative:
Upon receipt the lead was found cut 40cm proximal to the lead tip. A distal lead fragment was received for analysis. An explantation aid was still inserted in the distal lead fragment and a thread was found bound on the distal lead fragment. The performance of the lead fragment was scrutinized, including a visual and electrical inspection. Multiple abrasion marks were found along the lead body. However the insulation was found intact. These damages are not assumed to be the root cause for the observed oversensing and inappropriate shocks. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Damages like the broken conductor cable leading to the ring electrode, the deformed rv shock coil and the kinked fixation helix most likely occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing and inappropriate shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.